Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy test and delivered within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed psi testing. This occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The evaluator did not test for downstream occlusion detected at the time the device was received however it did pass the downstream occlusion detection test during release testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No further action is required for the reported issue. Should additional relevant information become available, a supplemental report will be submitted